Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: screening device, product ID: 306001, lot#: (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: (B)(6), ubd: 25-sep-2027, UDI#: (B)(4); product ID: 306001, serial/lot#: (B)(6), ubd: 25-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that tape on their back was removed by a patient representative due to the tape getting wet. In attempts to do so, the leads were removed with the gauze and tape. Their tape and gauze had all been replaced even though post operative instructions were not to remove tape, just to add to current tape. They had them get their programmer and attempt to adjust a stimulation but received the error message that the leads were not connected to the battery. The patient met with the provider at the office later that day, and that was when it was found that the leads had been removed during the tape removal. The issue was resolved. Additional information was received from the patient on 2026-apr-23. The patient stated that they woke up soaked and the gauze and dressing were wet yesterday, on (B)(6). They had to remove them. They have to re-do the therapy because the leads were disconnected. It has been reported to the doctor and waiting for the schedule for leads reconnection. The patient was advised to contact the doctor if symptoms still persist. The issue was not resolved and it was still ongoing.